Manufacturer narrative:
The manufacturer previously not captured reporter country and it has been updated in this report. Health impact code and adverse event/product problem, type of reported complaint was wrongly captured in previous report and updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a medwatch (mw5146827) , alleging lungs issue, grey and black particles that are released from the machine related to a CPAP device's sound abatement foam. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.